Event description:
It was reported that during an endo thyroidectomy procedure, the active jaw broke after two times being activated. The surgeon had to open another same like device to complete the procedure. There were no adverse consequence for the pt. Received the following info on (B) (6) 2009: we confirm that the jaw broke off but did not fall into pt. It fell onto the ot tray. The broken piece was thrown away.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. Possible causes for this type of blade damage are external contact during pre-op or general use such as accidental contact with metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.